Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It is reported that a leak in the sheath occurred. During an atrial fibrillation procedure, a faradrive steerable sheath was selected. During the procedure, the hemostasis valve of the sheath did not stop bleeding when this device entered in the body, for this reason the sheath was replaced with a new faradrive sheath to complete the procedure. No patient complications were reported. The sheath was leaking blood from the hemostasis valve. No damage to the luer was noted. Air was noted in the sheath, and the physician performed a suction procedure, but the air was still present and blood kept flowing out of the sheath. The physician performed a suction procedure, but there was still air present and the blood kept flowing out.